Event description:
Info was received that reported a pt was hospitalized in 2009 due to an incident of hyperglycemia. Per the report, the pt began having issues with rising blood glucose during the early morning of the day prior, throughout the following day his blood glucose was >500 mg/dl. Early evening on original date, the pt presented to the hosp where upon admit his blood glucose was 395 mg/dl. He was treated with IV fluids and insulin. The treating physician did state there is "some degree of non-compliance" with this pt. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.